Event description:
It was reported to boston scientific corporation in 2005, that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure (patient gender, age and weight are unknown). According to the complaint, "the stent appeared to be cracked". The procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no harm".

Manufacturer narrative:
The device manufacture and expiration dates are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.